Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error 2240 (air in line), this system error occurred during drain 1. The technical service representative (tsr) assisted the home patient (hp) and caregiver (cg) to cycle power for a system error 2367. The hp had disconnected prior to the alarm and reconnected. The tsr explained the alarms to the cg and the tsr had the cg cycle power. The cg would restart with new supplies. The tsr reviewed proper procedures per the user manual with the reporter. The patient was involved but there was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The problem was confirmed and the cause was use error patient disconnected from the set. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.